Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the idler pulley. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue identified. The surgical task being performed was mitral valve repair. The instrument did not collide with any other instrument or tool during the procedure. There was no issue related to opening/closing or left/right motion of the grip. There was no cable visibly protruding from the distal end of the instrument. There was no fragment that fell inside the patient¿s anatomy.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suture cut needle driver (lsnd) instrument cable was damaged. The user continued the procedure using a backup instrument with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.